Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the patient was admitted to the hospital due to feeling some intermittent twitching in left chest. Interrogation of the device noted there was high right ventricular (rv) lead threshold. An x-ray was performed and the rv lead was found to be in the extraluminal location. The lead was repositioned. After repositioning the rv lead, the right atrial (ra) lead was tested and high threshold and low p-wave was observed. The ra lead was repositioned. Both lead remain in use. No further patient complications have been reported as a result of this event.